Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: ethnicity african american. Concurrent conditions included pain ankle. Concomitant products included ibuprofen from 2011 to 2013. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: depression"), headache ("headaches / head pain"), chest pain ("blood or heart disorder/condition: chest pain"), nausea ("nausea"), fatigue ("fatigue") and pain in extremity ("legs pain / arms pain"). In (B)(6) 2011, the patient experienced mood altered ("hormonal changes: mood change"), migraine ("migraines"), insomnia ("neurological conditions or problems: losing sleep") and alopecia ("hair loss"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and headache had resolved and the mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, chest pain, nausea, insomnia, fatigue, alopecia and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, chest pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, insomnia, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes: mood change, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems: depression, migraines / headaches, blood or heart disorder/condition: chest pain, nausea, neurological conditions or problems: losing sleep, fatigue, hair loss, legs pain, arms pain. Concomitant disease were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.